Event description:
Caller reported damage to the pump housing and usb port, which affected their ability to charge the pump and caused it to shut down. The customer reverted to manual injections for insulin therapy. There was no adverse impact to customer¿s blood glucose level.